Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away from a stroke and respiratory failure. The pump was not returned. Autopsy was not performed. Information was not provided by the customer if the outcome was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient expired due to stroke and respiratory failure. Additional information received from the customer stated that the stroke was thrombotic in nature. The patient¿s outcome was not considered to be device related and the pump was reported to have operated as expected. An autopsy was not performed and the pump was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU lists respiratory failure and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The stroke the patient had experienced was thrombotic. The patient's death was not thought to be device related. The device operated as expected.